Manufacturer narrative:
E1 - customer (person): phone: (B)(6). G4 ¿ PMA/510(k) #: exempt h3 - device evaluated by mfg?: device evaluation is anticipated but has not yet begun this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a neff percutaneous access set separated. The device was required for a nephrostomy procedure. The chiba needle was used to access the kidney. Then the wire guide was advanced through the chiba needle, but the wire snagged within the needle. When the wire was removed, the tip of the wire unraveled and became stuck within the needle. The wire snapped, and a small portion of the wire was retained in the patient's kidney. No other adverse effects were reported for this incident.

Manufacturer narrative:
Correction: h6 - annex a investigation ¿ evaluation. It was reported that the wire guide from a neff percutaneous access set separated. The device was required for a nephrostomy procedure. The chiba needle was used to access the kidney. Then the wire guide was advanced through the chiba needle, but the wire snagged within the needle. When the wire was removed, the tip of the wire unraveled and became stuck within the needle. The wire snapped, and a small portion of the wire was retained in the patient's kidney. Approximately 9.13 mm portion of wire was in the patient. There were no plans to remove this piece of wire. The procedure was completed with an unknown manufacturer's porto-splenic needle. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One device was received in a used and damaged condition. Upon a visual inspection, it was confirmed that the wire guide was damaged and had separated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device lot and related subassembly lots found no relevant nonconformance that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review: this product is not supplied with an instructions for use (IFU) pamphlet. However, the wire guide holder is supplied with an l_scor label attached indicating to not withdraw or manipulate the wire guide through a needle. Evidence gathered upon review of the dmr, DHR and returned product, cook was not able to find evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation it was concluded the cause of the event is a failure to follow instructions. It is possible that the wire guide became snagged if the wire was manipulated in the needle. It is not known if the patient had tortuous anatomy, which could have led to a need to move the wire guide. The wire guide holder is supplied with labeling indicating not to withdraw or manipulate the wire guide through a needle. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information and a still image provided 04jul2025 revealed an approximate 9.13 mm portion of wire in the patient. There are no plans to remove this piece of wire. The procedure was completed with an unknown manufacturer's porto-splenic needle.

Manufacturer narrative:
Additional information: b5, d9 - date returned to mfg. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.